Event description:
Same case as MDR ID#:2134265-2013-07325; 2134265-2013-07337, 2134265-2013-07317, 2134265-2013-07318. (B)(4). It was reported that in stent restenosis, myocardial infarction and angina occurred. In (B)(6) 2009 the patient was treated with two taxus liberte stents that were implanted in the proximal and mid portions of the right coronary artery (rca). In (B)(6) 2012 the patient was treated with an ion stent in the 1st obtuse marginal artery (om1). In (B)(6) 2012, the subject presented with stable angina and was admitted for scheduled staged procedure to the rca. The index procedure was performed. The target lesion was an in-stent restenosis (isr) lesion of a bare metal stent located in the distal rca with 75% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct stent placement using a 2.75 x 20 mm pe plus study stent. Following post dilatation, residual stenosis was 0%. One day post procedure the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented due to unstable angina and was hospitalized on the same day. An electrocardiogram was performed and revealed non-st elevation myocardial infarction (nstemi) and the site reported an event of mi. Elevated troponin I values were observed. The subject was referred for cardiac catheterization. Target vessel revascularization as performed at the 80% stenosis in the implanted taxus liberte stent located in the mid rca was treated with placement of a 2.75 x 12 mm promus element plus stent. Post dilation was performed using a 2.75mm quantum balloon, with 0% residual stenosis. Following post dilatation, a complication of some perivascular staining of contrast (perforation) was noted. The 70% restenosis of the previously implanted taxus liberte stent in the proximal rca was treated with placement of a 2.75 x 16 mm promus element plus stent, with 0% residual stenosis. Additionally a non-target vessel revascularization was performed at 90% stenosis in the mid lcx was treated with placement of a 2.75 x 38 mm promus element plus stent, with 0% residual stenosis. Also balloon angioplasty was performed in the om1 where the ion stent was previously deployed. One day post procedure the event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).